Event description:
It was reported that the procedure was cancelled. An angiojet solent omni catheter was used for a thrombectomy procedure to treat an acute occlusion. After priming the device for 5 seconds, a saline supply error message was displayed and liquid was noticed to be leaking in the pump. The procedure was cancelled due to unavailability of a secondary catheter. No patient complications reported.

Event description:
It was reported that the procedure was cancelled. An angiojet solent omni catheter was used for a thrombectomy procedure to treat an acute occlusion. After priming the device for 5 seconds, a saline supply error message was displayed and liquid was noticed to be leaking in the pump. The procedure was cancelled due to unavailability of a secondary catheter. No patient complications reported. It was further reported that the procedure was completed with a different device.

Manufacturer narrative:
A2: date of birth - 1952. Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually inspected. Inspection of the device presented no damage or irregularities. Blood was present inside the device and 100ml of blood in the attached waste bag, when received. Functional testing was performed by placing the device in the angiojet ultra console. The testing consisted of running the device through the prime mode and into the thrombectomy mode. The device ran within normal spec; however, it was revealed that there was a leak at the male connector with female luer during thrombectomy mode. The console never errored or alarmed during functional testing but continued to run.